Event description:
It was reported that the device was at recommended replacement indicator earlier than expected. It was noted that there was increased anti-tachycardial pacing, multiple shocks and increased left ventricular (lv) output that may have decreased the life of the battery. Follow-up received from the representative revealed that the shocks were appropriate and there were no issues with the lv lead. The lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 implantable tachy lead (B)(6) 2011; 5076-52 implantable pacing lead (B)(6) 2011; 4196-88 implantable pacing lead (B)(6) 2011.(B)(4).